Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter occupation: (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that 3 syringes 3ml ll 200 s/c experienced leakage which was noted prior to use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. Verbatim: description of issue: customer reported she has had an issue with 3 separate syringes leaking when filling 3 separate cartridges, ¿a couple of times over the past month.¿ documented event start date as (B)(6) 2020, approx. Number of occurrences: ~2-3 approx. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? Customer was unable to provide an exact value, but verified her bgs were not impacted by event. If bg between 54-500, no more bg questions needed. Item number: choose one: 3 ml syringe ¿ 309657. Product lot number: customer was unable to provide. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined further follow up for returning product, as she verified issue had been resolved. Distributor to send goodwill order for one 2pk of replacement cartridges, to ensure customer satisfaction. Customer acknowledged and was satisfied. No further follow up is required.